Manufacturer narrative:
One inquiry¿ optima¿ diagnostic catheter was received for investigation. The reported kink in the catheter shaft was confirmed, however the withdrawal difficulty could not be confirmed. The catheter deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the ablation procedure, when attempting to insert the catheter into the right inferior pulmonary vein after the pulmonary vein isolation was completed in the left atrium, the catheter had an interference with another catheter and the catheter became kinked when attempting removal. A snare was used to resolve the knot in the device, and the catheter was successfully removed from the patient. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.